Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed a ¿downstream occlusion¿ alarm while being used with unknown quantity of clearlink system nitroglycerin sets. This was observed upon initiating patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, eighteen (18) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional tests were performed including clear passage test, pressure test, and general functionality test; and the results were satisfactory. Priming was performed on the set with a bag of sterile water and no defects were observed. The samples were connected to a spectrum iq pump and left running for 125 ml, for one hour to simulate the usage process and no defect was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.